Event description:
The affiliate stated the customer reported approximately thirty (30) milliliters of clenz cleaning solution leaked inside the instrument with high vacuum low system message involving the coulter hmx hematology analyzer with autoloader. The customer stated the isolator chamber (vc6) and vacuum trap were filled with clenz solution, which entered the lyse reagent bottle as well as the vacuum pump head and overflowed through the vacuum pump filter. The operator was wearing protective gloves at the time of the event and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. There was no report of impact to patient results. There was no patient consequence associated with this event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a fluid leak coming from the vacuum pump. The fse cleaned the vacuum trap, vacuum isolator chamber, vacuum head pump and the filter to resolve the fluid leak issue. The fse verified the repairs per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, system hardware contributed to the event as repairs resolved the reported issue. However, a specific cause of the event is unknown.